Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophageal stent placement in a male pt. According to the complainant, the stent was placed successfully. Approx 5-6 weeks post stent placement, while the pt undergoing chemotherapy, the pt developed a bleeding ulcer at the proximal flare of the stent. The doctor believed that the radial force on the flair was responsible for the bleeding. In addition, a tracheal esophageal fistula was discovered in the airway of the pt. The pt was then scoped and the physician attempted to reposition the stent proximally using the positioning suture. During this attempt the positioning suture broke. The physician then implanted a polyflex stent within the wallflex stent which he believed would stop the bleeding and close the fistula. The pt was reported to be in poor condition and was held for observation. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional info become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.